Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a nodule on the lung. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience lung nodules and there was no medical intervention mentioned. The reported events of lung nodules and its reported severity was reviewed by the manufacture's clinical expert. The harm reported is assessed as a non-serious, non-reportable injury. Therefore, the device did not cause or contribute to a serious injury or death. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Correction- section g4 should be blank (incorrectly captured in MDR 2518422-2022-63253-2) section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Section g3 was corrected to reflect the bad when new information was received.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received related to the device: section d1 was updated with the devices brand name. Section d4 was updated with the model #, sn# and UDI #. Section g4 was updated with the device's 510k number. Section h4 was updated with the device's manufacture date.